Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose and were hospitalized due to diabetic ketoacidosis on (B)(6) 2022. The customer¿s blood glucose at the time of event was 384 mg/dl. The customer had vomiting as symptom of high blood glucose value. The customer was admitted to the hospital emergency room due to diabetes ketoacidosis on (B)(6) 2022. It was unknown if the auto mode was activated or not at the time of the event. The customer had been using insulin pump within 48 hours of event. No further patient complications were reported. Troubleshooting was performed; however, it was unknown if the customer will discontinue using the device or not. The product will not be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added, which was missed/incorrect in the initial report. The information has been provided in section b5 with this report.

Event description:
Missed/incorrect description: customer reported her pump stopped working. Helpline referred to (B)(4), svn (B)(6) where the blank display was resolved with pump restart. For that incident, she stopped using the pump and had to go to the hospital on october 8, 2022 for a blood glucose of 300mg/dl. It was unknown if the same thing occurred for the current incident. Customer declined to troubleshoot. For the current incident, customer was hospitalized on (B)(6), 2022 for high blood glucose of 384mg/dl and diabetic ketoacidosis. Customer was vomiting. Customer said her sensors did not work. Customer had been using the insulin pump system within 48 hours of reported high bg event. It was unknown if sensor stopped working while customer was using them or if customer did not use the sensor because they stopped working. It was unknown if auto mode was used.